Event description:
On (B)(6) 2010, the pt reported the menu and check buttons on his insulin infusion device are working intermittently. He stated, he has to press the buttons repeatedly to get them to work. He stated, the issue started about 1 1/2 years ago. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.